Manufacturer narrative:
Concomitant medical products: product ID: 383074, serial#: (B)(4), implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, tightness and frequent ectopy (disturbance of the cardiac rhythm). The right ventricular (rv) lead exhibited undersensing. The right atrial (ra) lead exhibited lead position check failure and high thresholds. The ra and the rv lead remain in use. No further patient complications have been reported as a result of this event.